Event description:
This was reported as an arteriotomy closure of the right common femoral artery using a star close device via a 6f sheath hole after a peripheral below the knee interventional procedure. Reportedly, steps 1, 2 and 3 were completed without issue. The trigger button was pushed in completely (step 4); however, the clip did not deploy. The device was removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to fire/ deploy the clip could not be confirmed as the clip of the returned device was successfully deployed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition, a conclusive cause for the reported failure to fire/ deploy the clip cannot be determined. It is possible the thumb advancer was not fully advanced into the number 3 firing position when the trigger button pressed such that the clip would not deploy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.